Event description:
It was reported that the patient experienced syncope due to numerous episodes of non-sustained ventricular tachycardia (vt). The rhythms were self-terminating before vt therapies could be delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6949-75 implantable tachy lead 2007-(B)(6). (B)(4).